Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited unexpected battery longevity. It was noted the device reached elective replacement indicator (eri) prior to when the longevity estimator indicated eri would be reached. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device found high internal battery resistance. (B)(4)